Manufacturer narrative:
The device was not returned and a valid lot number was not provided therefore manufacturing history could not be reviewed. Due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that: the sales representative reported the following event : " in percutaneous surgery, the surgeon, used the fixation system. He used pins to guide the instrumentation needed to position the pedicle screws. For each screw to position the surgeon has followed the following steps: screw pedicle with a jam shidi / positioning a pin in the jam shidi / using the dilators / using a tap / positioning the screw. For each screw a new spindle was used. The event occurred before the 4th and last screw was positioned. When the surgeon used the tap, he realized that the tap had no grip in the patient's bone. A x-ray shot was thus performed, which showed that the pin had bent at its base ). Since this curvature did not allow the tap to progress along the pin, the surgeon repeatedly tried to remove this pin from the patient's vertebra (by pulling it). With the pin blocked in the vertebra, surgeon attempted to slide a jam shidi along this pin to facilitate its removal. Once the jam shidi was positioned, the surgeon again attempted to pull the pin repeatedly. Once removed the surgeon realized that the pin was broken and that a piece had remained stuck in the patient's pedicle. A xray control confirmed the presence of the pin residue in the pedicle. This residue could not be removed from the patient. On 05/10/2017: information update provided by the sales rep : "no patient impact - no medical intervention - lot number still unknown (waiting for the return of the device) - device available: transportation organized by the sales rep).

Event description:
It was reported that: the sales representative reported the following event : " in percutaneous surgery, the surgeon, used the fixation system. He used pins to guide the instrumentation needed to position the pedicle screws. For each screw to position the surgeon has followed the following steps: screw pedicle with a jam shidi / positioning a pin in the jam shidi / using the dilators / using a tap / positioning the screw. For each screw a new spindle was used. The event occurred before the 4th and last screw was positioned. When the surgeon used the tap, he realized that the tap had no grip in the patient's bone. A x-ray shot was thus performed, which showed that the pin had bent at its base (forming a "z"). Since this curvature did not allow the tap to progress along the pin, the surgeon repeatedly tried to remove this pin from the patient's vertebra (by pulling it). With the pin blocked in the vertebra, surgeon attempted to slide a jam shidi along this pin to facilitate its removal. Once the jam shidi was positioned, the surgeon again attempted to pull the pin repeatedly. Once removed the surgeon realized that the pin was broken and that a piece had remained stuck in the patient's pedicle. A xray control confirmed the presence of the pin residue in the pedicle. This residue could not be removed from the patient. On 05/10/2017 => information update provided by the sales rep : " no patient impact - no medical intervention - lot number still unknown (waiting for the return of the device) - device available : transportation organized by the sales rep).